Manufacturer narrative:
The investigation of this event included a review of the clinical case that was conducted previously, and the pump and console data have since been returned for evaluation. A review of the console data revealed "suction," "outflow blocked," and "impella position under valve" alarms that suggest the pump may have been sitting too deep in the left ventricle. This may have caused additional loading at the joint between the cannula and pump housing. This position of the outflow cage being under the valve as suggested in the console data logs may have contributed to the reported hemolysis, due to the recirculation of blood through the pump housing. The pump was returned with the cannula separated from the pump housing. The pump housing and impeller were checked for roughness and surface imperfections, however no abnormalities were found. No burrs or sharp edges were found at the inflow cage or pump housing, and the repositioning unit was intact. A closer inspection of the pump revealed silicone on the textured surface where the cannula bonds to the pump housing. This silicone prevented the bonding material from properly adhering. The root cause of the hemolysis is most likely the pump being positioned deep enough in the left ventricle that the outflow cage was under the aortic valve, as indicated in the console data. The root cause of the cannula detachment is silicone at the textured surface of the pump housing. There is a corrective action being pursued in regard to this issue. The root cause of the hematoma is unable to be determined. (B)(4).

Manufacturer narrative:
Neither the pump nor the console logs were returned from the field for evaluation. According to the clinical account, an echo revealed the pump was sitting too deep within the left ventricle and was repositioned. The patient experienced symptoms of hemolysis on (B)(6) some suction events occurred. An echo was performed to assist in the repositioning of the device. The patient was brought to the or for removal of the device due to hemolysis. Upon explant the cannula detached from the pump housing and became lodged in the carotid artery. While attempting to snare the cannula it slipped into the aorta. The cannula was recovered through the axillary sheath. Although the pump has not been returned, a review of the photographs of the pump taken in the or post-explant revealed the detachment occurred at the joint between the outer pump and pump housing. The root cause of the cannula detachment could not be determined because the device was not returned for evaluation. Several attempts were made to retrieve the patient and event information, the device, and the console data logs. Multiple attempts have been unsuccessful, however if any additional information is obtained a supplemental report will be submitted. A review of the device and lot histories did not reveal any nonconformities. (B)(4). Device not returned.

Event description:
The impella 5.0 ((B)(4)) was implanted through left axillary site on (B)(6) 2017 to replace an impella 5.0 ((B)(4)) that was supporting a (B)(6), male patient. On (B)(6) echo revealed the impella was positioned too deep within the ventricle, and the CT surgeon stated the device would be repositioned and pulled back. A hematoma was noted to have developed at the left axillary insertion site. The patient status otherwise remained unchanged and there were no other issues or concerns at this time. On (B)(6) pump flows were low and the placement signal had drifted. When the sensor was re-zeroed the placement signal monitoring was discovered to be disabled, and when it was turned on an "outflow blocked" alarm was triggered. On (B)(6) the patient went to the or for possible decannulation secondary to the left axillary hematoma, and due to increased bilirubin (sign of hemolysis). An evaluation of the hematoma was performed in the or, and the impella remained in place. On (B)(6) the patient was taken to the or for removal of the device due to hemolysis. Upon attempting to remove the device the distal portion of the catheter detached from the motor junction and became lodged in the carotid artery. During the attempt to snare the device the cannula slipped down into the aorta. The device was retrieved through the axillary sheath. The patient was stable at this time and did not require any further mechanical circulatory support, and no additional inotropic support was administered at the time. There was no indication of any further adverse effect to the patient following the surgical removal of the device.